Event description:
Information received by medtronic indicated that the insulin pump had cracked at back of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the unit having cracked battery area and a broken belt clip. Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, cracked reservoir tube lip and scratched case. No belt clip received with unit. Device was confirmed for cracked case at belt clip rail corner which is on the battery tube area. Belt clip was not confirmed since it was not received with unit. Device passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.